Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device sterility was compromised. The target lesion was located in a carotid vessel. A filterwire ez¿ was selected for use. During introduction, it was noted that the filter failed to expand. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, it was further reported that the lot number of the device was expired and that sterility of the device was compromised.